Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon striking the cup impactor it broke. All pieces of the product were returned. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow up report is submitted to relay additional information received complaint is confirmed based on the returned complaint sample. Visual inspection of the returned device shows fractured device into two pieces at approximately mid shaft.the device exhibits thread damage. This damage is too severe for thread gauging. The positioner exhibits damage on the handle that indicates signs of use. The diameter of the shaft and material hardness are conforming to print specifications. The device was sent for sem for fracture analysis. The entire instrument has numerous surface scratches, abrasions & impact deformations and is fractured near the central thread start. The threaded and non-threaded section¿s fracture surfaces have visible fracture artifacts that suggest a possible bending overload fracture may have initiated. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause cannot be established with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.